Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. There is no evidence to suggest that the device caused or contributed to the patient's death. Device MFR date for electrode belt: (B)(4), (B)(4) 2014. At 08:50:59 on (B)(6) 2014, the patient's heart rhythm entered an idioventricular rhythm at 77 bpm degrading to asystole. At 09:04:16, the patient received a treatment pulse in response to CPR artifact. At 09:04:55, the patient received a subsequent treatment pulse in response to CPR artifact. Both post shock rhythms were CPR artifact. The CPR artifact on the patient's ecgs indicates the presence of bystanders. Following the treatments, the electrode belt was disconnected at 09:05:40.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away on (B)(6) 2014, while in the hospital ICU. Prior to the patient's passing, the patient received two treatments in response to CPR artifact. CPR artifact on the patient's ECG strips indicates the presence of bystanders. Following the treatments, the electrode belt was disconnected.